Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. No intervention has been performed at this time. The patient was in stable condition.